Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side "infection", "cellulitis", "fever", "edema" and "pain." Device remains implanted.

Manufacturer narrative:
The events of infection and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, cellulitis.

Event description:
Healthcare professional reported unknown side "infection", "cellulitis", "fever", "edema" and "pain." Device remains implanted.